Event description:
Investigation reported "wound dehiscence" for a patient in (B)(4) study. Recent follow-up findings: physician reported "wound dehiscence because of skin necrosis" treated with surgery. The event is possibly related to the scaffold. None of the scaffold material was explanted.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device labeling addresses the reported event of "wound dehiscence" and "skin necrosis" as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion."